Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting and reported that customer checked the cable and it worked fine. The issue occurred with both sdi out ports on the cv-190. If the cable was tugged the image would disappear. Tac informed the customer that there was a possible issue with the ports or the board internally. In addition, the device was returned to the service center for evaluation. The customer¿s complaint of ¿intermittent issue with the bnc / coag connectors ¿ gets static- loose signal¿ was confirmed due to a faulty picture in picture (pip) cable causing no signal. The unit was noted to be equipped with an old version switch and out dated software. The device was repaired and returned to the customer. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center was informed that the image displayed intermittently on the monitor, when using the cv-190 processor with serial digital interface (sdi) as the output. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was likely caused by an accidental hit from a hard object. This would have made it impossible to connect the bayonet nut coupling (bnc) connector firmly to the picture in picture (pip) connector causing an intermittent pip image or no image because the electrical contact became unstable.